Event description:
It was reported that the patient experienced hyperglycemia and required an emergency room (ER) visit due to the cannula not being inserted properly upon activation. The patient¿s blood glucose level reached 522 mg/dl while wearing the pod between 4 and 24 hours. The patient was asymptomatic aside from elevated glucose levels. Treatment included intravenous fluids, and the patient was discharged the same day (B)(6) 2025 after spending several hours in the ER.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.